Event description:
According to the reporter: the balloon burst during surgery. Nothing fell into the pt cavity. The pt was involved without injury. Operative time was not extended more than 30 minutes. There was no unanticipated bleeding. No tissue was damaged. The incision size was not extended. No pt injury reported.

Manufacturer narrative:
(B)(4)